Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eleven days after implant, the patient complained of phrenic nerve stimulation described as ¿rhythmic beating¿ just below the left ribs every time the patient laid down during the wound check. The lv lead was reprogrammed, and remains in use. The patient is a participant in the product surveillance registry (psr) clinical study. No further patient complications have been reported as a result of this event.